Event description:
The customer reported that the insulin pump alarmed motor error the night before while attempting to change the infusion set. The caller stated that the device also alarmed when the reservoir was empty and it had happened for the past three to four months, but he was able to rewind. The blood glucose was 120 mg/dl. The insulin pump was not exposed to a high magnetic field. The customer called back and stated that his insulin pump is not functioning anymore. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no problem has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.